Manufacturer narrative:
Explant date: 2016.

Event description:
A report was received that the patient was not getting adequate pain relief. The patient underwent an ipg explant procedure. No further information can be obtained.